Event description:
It was reported that device failed accuracy test. There was unknown patient involvement, and no patient harm was reported.

Manufacturer narrative:
One device was returned for repair with complaint of failed accuracy test. Review of event history found no relevant events logged. No applicable service history was found. Visual/functional testing was performed. Performed 3 accuracy tests and device delivered with specifications. Upon further inspection found upstream occlusion (uso) seal separating. Replaced the uso seal. Device passed all testing criteria post repair.